Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 17-oct-2015, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 4.3 mg/day) via an implantable infusion pump. It was reported that the catheter was not patent at the normal and expected pump replacement due to end of battery life. The catheter system was replaced along with the pump. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting steps were taken. The issue was considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.